Event description:
An endurant stent graft system was implanted for the endovascular treatment of a fusiform 67mm in diameter and 155mm in length abdominal aortic aneurysm. The proximal neck was 34 mm in diameter and 10 mm in length. The left common iliac artery was 10 mm in diameter and the right common iliac artery was 13 mm in diameter. The right internal iliac artery measured 11 mm in diameter and the left internal iliac artery measured 14 mm in diameter. The right external iliac artery measured 7.5mm in diameter, and the left external iliac artery is 7.5 mm in diameter. Neck angulation was 5 degrees. It was reported that a type I endoleak was noted on final angiography. The patient has not been treated. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).